Event description:
New information reported stated that the measured value from the 16th of april was an in-clinic measurement. The decreasing sensing trend could be by the implanted lvad. A structural change in the heart or lead-tissue interface change may have occurred.

Event description:
It was reported the implantable cardiac defibrillator (ICD) exhibited a diagnostics anomaly. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).